Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the shell with stress marks due to surgical impact opening. Reason for reoperation: rupture.

Event description:
Physician reports rupture of the device. It has been explanted and replaced. This record relates to the right side.